Manufacturer narrative:
G4:08dec2020. B4: 08jan2021 . Failure analysis on the returned on the returned touchscreen assembly shows the ul_lr / ur_ll resistance were out of spec. Fault are found on this returned touchscreen submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 02sep2020.

Event description:
The customer contacted technical support (ts) stating that when the lower part of "ipap" on the touchscreen was pressed, "epap" responded. The touchscreen calibration was attempted, but calibration did not resolve the reported issue. The customer reported there was no patient involvement.